Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient&#38112;device was removed due to it not helping with their symptoms.

Event description:
It was reported that the device lasted 6 months then it got knocked out and patient¿s health care provider (hcp) put it in again. The patient was first implanted on 2009-08-05 and then probably a year or a year and a half later the patient had the second surgery. It was noted that the patient was not really sure if that date was correct. The implant worked for about 6 months then the patient was sent in for x-rays and their hcp stated that the implant had moved so they did it again. It was reported that the probe wasn¿t connected right to whatever it was.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-33, lot# v250971, implanted: 2009 (B)(6); product type lead. (B)(4).